Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that the system keeps faulting out. Tse had her check the blue fiber cables and the one going to the patient cart has no blue led light above it. The tse had her reconnect at both ends and switch ports on the back of the tower. But still no blue led light. Tse asked if they had a spare cable and she wasn't sure. The tower and the console power up normal, but the robot says not connected to the tower. But if you power up the system from the tower it does turn the robot on and off from the tower. Customer went to look for another blue fiber cable when they hung up. Tse could see some live logs and was seeing multiple 170 for fiber connection. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the fiber optic cable and the card cage. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The fiber cable was visually inspected, where no issues were found. The cable was installed onto a known good system and powered on with no issues. The light levels were inspected, where all values were seen to be normal. The system was left to idle for two hours, and power cycled five times with no issues. The card cage was visually inspected, where no issues were found. The card cage was installed onto a known good system and powered on with no issues. The unit was left to idle, where a 170 error was presented after approximately twenty minutes. The light levels were inspected, where all values were normal. The internal fiber optic cable was cleaned, but the 170 error was still present. An applied behavioral analysis (aba) swap was performed on the internal firefly fiber optic cable, where the cable was found to be bad. The probable root cause was determined to be the internal firefly fiber optic cable.